Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit for benign prostatic hyperplasia (bph) occurred a day prior. According to the complainant, approximately twenty minutes into the procedure, a low water level alarm was received. The physician decided to stop the procedure, and determined that the patient had received enough treatment. The patient experienced some bleed when the prolieve catheter was removed. The physician placed a foley catheter (manufacturer unknown). No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration and manufacturer date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.